Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated t-wave oversensing associated with the right ventricular lead.

Event description:
It was reported that the patient presented to the emergency department after receiving inappropriate shocks. It was just discovered that the patient is hypoglycemic. A lead integrity alert (lia) triggered for the right ventricular (rv) lead. The lead exhibited elevated sensing integrity counter (sic) and t-wave oversensing (twos). The lead was reprogrammed and remains in use. It is believe that the twos was caused by a probable metabolic and/or hyperkalemia issue. No further patient complications have been reported as a result of this event.